Event description:
Patient stated she completed the previous ccpd treatment on a last fill of 1000 ml. Patient did a manual exchange during the day; draining first then filling with 2000 ml. Patient set up the cycler with two 2.5% 5 liter bags for the treatment. Patient stated feeling a little tight prior to drain 0 and felt relief upon draining 4113 ml. Patient then went to sleep. Patient woke up during fill 2 due to alarms. Patient felt discomfort/pain and noticed her stomach was more distended. Patient noticed the heater bag was empty and the solution bag had about 2000 ml. Patient then did a manual exchange draining 4650 ml. Patient stated her symptoms resolved upon draining and had no adverse effects. Treatment data obtained: drain 0: 4113 ml. Fill 1: 2009ml, drain 1: 2062 ml. Fill2: 1507 ml. Patient turned the cycler off and bypassed to complete phase.

Manufacturer narrative:
A medical record review was performed on the patient's treatment data and medical information provided. A large intra-peritoneal volume was drained manually after fill 2. There were no adverse events associated with this reported large drain volume. Evaluation will be performed once the cylinder returns to the manufacturer. A supplemental report will be sent upon completion of the device evaluation.